Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 12.4-14.8cm from the lead tip. Internal insulation abrasion was noted at 13.1-13.2cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead was explanted.